Event description:
It was reported that upon interrogation, the pulse generator displayed an error message. The device exhibited backup operation and was unable to display a magnet rate response. The patient experienced syncope and had a heart rate of 30 beats per minute. A device software download was performed and the device was found to be at end of service. The device was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
Final analysis confirmed the reported complaint of backup operation. The root cause of the backup could not be determined.